Manufacturer narrative:
H.3 evaluation summary: a scalpel cut was noted and is believed to have been caused during securing of the suture sleeve. Production records were reviewed and showed no issues with this lead prior to its release. H.6 evaluation codes 86=x-ray, hi-pot test, noise testing.